Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. During investigation testing, the driver operated as intended and passed all portions of the post-burn-in testing. However, during boot up, a high pitched noise was heard coming from the primary compressor. This sound is likely the customer-reported issue. Further visual inspection of the primary compressor revealed that the counterweight had play around the shaft, which is the likely source of the abnormal noise. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing the file. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a noise during checkout procedures.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a noise during checkout procedures.